Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(6) devices were received for evaluation; the reported event was not confirmed for (B)(6) devices; the devices were found to be within specifications for the reported event. (B)(6) device was found to be affected by an e-box malfunctioning. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was running in the wrong mode. There was no patient involvement; no patient impact.